Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the "try it" function did not produce an audio sample on the dexcom cgm g5 app. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the "try it" sound function issue could not be determined. A root cause could not be determined.